Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
A healthcare professional reported the events of ¿fibroadenoma¿ and ¿painful bilateral capsular contracture (baker grade unknown).¿the device remains implanted.

Event description:
Patient reported right side capsular contracture, baker grade IV, and ¿fibroadenoma¿ observed by MRI. Additionally, histology report noted ¿partial exudate right at 12 o'clock¿. Patient also reported rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported seroma-late reported among histology results. Baker grade IV and rupture reported. Device explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17may2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 03jul2024.

Event description:
Patient reported right side capsular contracture, baker grade IV, and ¿fibroadenoma¿ observed by MRI. Additionally, histology report noted ¿partial exudate right at 12 o'clock¿. Patient also reported rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast, lump/nodule-breast, seroma-late-breast and rupture-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side capsular contracture, baker grade IV, and ¿fibroadenoma¿ observed by MRI. Additionally, histology report noted ¿partial exudate right at 12 o'clock¿. Patient also reported rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness was within specification. Seroma: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade IV, and ¿fibroadenoma¿ observed by MRI. Additionally, histology report noted ¿partial exudate right at 12 o'clock¿. Patient also reported rupture. The device has been explanted and replaced with another manufacturer's device.